Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported alarms were found in the event history log (ehl) upon review. The acu watchdog and primary audible alarms were not reproduced during functional testing however. The customer reported was confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited the following errors: acu watchdog alarm and primary audible alarm. No patient injury or complications were reported in relation to this event.